Event description:
It was reported to boston scientific corp that a rotatable oval snare was used during a polypectomy procedure within the large intestine on (B)(6) 2009 (pt reported to be around (B)(6)). According to the complainant, outside of the pt during preparation, the wire of the snare loop broke when the physician tested the cautery function. The procedure was completed using another rotatable oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).